Manufacturer narrative:
On 3/5/97, the facility's infection control (i.c.) Rep supplied the device lot number. Since the device has been discarded, the MFR's investigation of this event was limited to a trend analysis and review of the device history record for this catalog/lot number. A trend analysis performed on this catalog/lot number, as well as the other catalog/lot number involved in these reports, did not identify any trends or other sterility issues for these lots. In addition, the devices were not all from the same lot or sterilized at the same time. A review of the device history record was performed on this catalog/lot number and no mfg variances were identified in relation to this event. Based on the results of co's investigation and the i.c. Rep report, this event does not appear to have been due to the device or a device malfunction; however, no conclusion could be drawn as to the actual cause of the patient's infection. The results of the MFR's investigation are inconclusive. No further details are available. The MFR is now closing its file on this event.

Event description:
On 1/29/97, the facility's infection control (i.c.) Rep reported that the facility had twelve pts with infections. At that time, the i.c. Rep was unable to provide add'l details because she did not have the pt's files available. The i.c. Rep requested that the MFR contact her on 1/31/97 for add'l details. The MFR's supervisor, clinical services forwarded the continuing education unit (ceu) program on care and maintenance of vascular access devices to facility for their review.